Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3. H3 photo investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle suture in three sections and one empty labeled winding former outside the foil packet were received for analysis. Product code sxpp1a403. Upon visual inspection of the returned sample, pronounced tooling marks were observed on the body needle. Examination of the suture pieces revealed that their ends appeared to have been cut, most likely with a surgical instrument. Additionally, one suture segment was noted to be split. Body fluids and crimping marks were present in some suture segments. A photograph was provided showing a split suture. As the suture is absorbable and the duration and conditions of environmental exposure could not be determined, functional testing was not performed. To prevent this kind of damage: care should be taken to avoid damage to the strand when handling, including avoiding the crushing or crimping action of surgical instruments such as needle holders and forceps. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported a patient underwent a myomectomy procedure on (B)(6) 2026 and barbed suture was used. The suture got split when it was used to suture the wound, and then the suture was broken when the doctor pulled it. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Alert date has been corrected to 2/mar/2026. Pending photo analysis attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. The device and photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.